Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and other spasticity. The pump was moved in (B)(6). The date of the event is approximate. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, medication in the pump, concentration and dose, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.